Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported scope connector cover sealing issue could not be determined, however, the issue was likely due applied stress during user handling/mishandling. The event may be detected/prevented by following the instructions for use (IFU) section below: -inspection of the endoscope -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had thick rubber covering at end of the control body that covers/connect to the rest of the scope and other connecting joints of the scope was not properly sealed, exposing underpart of the scope compromising cross contamination. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.